Manufacturer narrative:
(B)(4). Date sent: 10/06/2021. D4: batch # 300a18. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was received with no apparent damage with a cartridge reload loaded in the device. The reload was received unfired and with the swing tab in the locked position. Also, it was noted that the "doghouse" component of the reload was damaged and with the knife exposed on the distal end. Further analysis showed a dent on the pan cartridge near of knife assembly. In addition, the pan was removed and the knife subassembly was broken in the home position, making the reload non-functional. Besides, a reload (b) was received along with the device and it was received unfired and the swing tab in the unlocked position. The device was tested for functionality with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damage noted. Please reference the IFU for proper cartridge loading. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an open colectomy, the target tissue was cut but the staples were not deployed at all at the first firing on the colon. The powered echelon was used to complete the case. There were no adverse consequences to the patient. No further information is available.